Manufacturer narrative:
Poligrip extra strength is manufactured in (B)(4), and is distributed in the united states as super poligrip ultra fresh. Neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer via a legal claim and described the occurrence of myeloneuropathy in a (B)(6) female patient who received poligrip extra strength ((B)(4)) over a period of 6 years for denture adhesion. A physician or other health care professional has not verified this report. In 2005, the patient started poligrip extra strength. In (B)(6) 2009, the patient experienced myeloneuropathy, neurological problem, walking difficulty, paraplegia and zinc toxicity as the plaintiff attributed her events to unsafe and hazardous levels of zinc. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.